Manufacturer narrative:
The bwi product analysis lab received the device on 24-oct-2022. The device evaluation was completed on 22-nov-2022. Visual inspection, magnetic and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. No magnetic issues were observed. A device history record evaluation was performed for lot 50000074 and no internal actions related to the complaint were found during the review. According to the odp (optimal device performance guide) there are some precautions: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
A carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was received at biosense webster inc. (Bwi) and this device cannot be associated with any existing complaint record. Therefore, this complaint record was created to analyze the returned device.